Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. See b5 for additional information. D10: section d references the main component of the system. Other medical products in use during the event include:  product ID: hh9020tdd, serial: (B)(6), product type: mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that for the past couple of days they had been having issues connecting to their pump due to their handset not powering on. The patient described seeing a call for support message prior to the handset going blank. The patient described seeing a message to use the correct charging cable, and the agent seemed to observe the handset being powered off and on by the patient. When attempting to connect through the app, the patient reported service code 156 and then a message that the pump was not paired. The patient was able to successfully pair the handset to the pump. It was then discovered that the handset was lagging at 90%. The agent had the patient close all apps and clear data. The patient was then able to connect to the pump with no lag. The agent reviewed information.